Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted, when test strips were tested with control solution, an error 4 was observed with no assignable cause found. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 2.4 and 10.8mmol/l obtained back-to-back using the subject device within 20 minutes. This complaint was initially ruled out because the patient reported consuming juice and a sugar fudge between the measurements and therefore; the comparison was not valid. There was no indication that the product caused or contributed to an adverse event.